Event description:
Reporter indicated that a high lead impedance reading was obtained from patient's device. The generator was replaced due to end of service and high lead impedance was again obtained with the new device, indicating possible lead malfunction.